Event description:
During the implantation procedure, the device was first charged to 34j in order to check the charging time. Induction tests were performed approximately 2.5 hours later. The shock data of these tests showed that ovatio was still charged at a level of 6j when device charging began. This behavior was not expected since the device should have discharged after charging time test was completed.

Manufacturer narrative:
On 01/12/2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Implant and programmer operated as expected and as intended. This device can remain implanted without further action.